Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 series scope; however, image is obtained with the 190 series scope. The 180 series scope worked as normal with a different unit. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed. A full inspection was performed with bfp180,gifh180,gifq180 test scopes and the unit failed inspection due to noisey image caused by a defective dr board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it was discovered that this event was a known issue and had countermeasures taken to correct it. However, this model was released prior to the countermeasures. Consequently, it is believed that this event was caused by the failure to the printed circuit board confirmed during the device evaluation. Olympus will continue to monitor the field performance of this device.